Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a basilar artery aneurysm on (B)(6) 2026, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10106532) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31674215) and could not be inserted into the microcatheter. The physician attempted to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter hub. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 10-mar-2026, additional information was received. The information confirmed that the procedure was a stent-assisted endovascular embolization of a basilar artery aneurysm. There was no obvious tortuosity or calcification observed in the target vessel. Per the information, there was resistance during the advancement of the stent, however, the location where the resistance was met was not specified. Adequate continuous flush had been maintained through the microcatheter. Aside from the reported premature stent detachment, there was no damage observed on the stent / stent delivery system when the device was removed. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient, and no procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4. Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(4). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31626341) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Functional analysis was performed. The microcatheter was flushed using a lab sample syringe. High high resistance was met. A lab sample guide wire was advanced through the luer hub of the microcatheter, and it got stuck at 7.8 cm. A dissection was made, and blood residues were found obstructing the inner lumen of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The reported issue documented in the complaint is confirmed based on the obstruction of the microcatheter. The blood residues suggest that the saline flush may have been insufficient. According to risk documentation, an insufficient flushing is a potential failure mode that can result in a compromised performance of the therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31674215) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.